Manufacturer narrative:
This report is submitted on june 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient was hospitalised due to experiencing dizziness with device use (date and duration not reported). The implanted device remains insitu.